Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at inflation, it was noted that the balloon ruptured before reaching the nominal pressure. The procedure was completed with another of the same device. No patient complications were reported.